Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 89596701 with an expiration date of 31-oct-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas 8000 c702 module. Initial result: 12 mg/dl. The initial result was low and inconsistent with the patient's clinical condition, prompting the repeat of the sample. Repeat result: 91 mg/dl. The repeat result was deemed correct. No questionable result was reported outside the laboratory.